Event description:
Information received from the field does not address the patient's clinical status but notes post implant testing revealed a high bipolar impedance of 2439 ohms and loss of capture. When the physician reopened the pocket and performed a tug test, the atrial lead came out of the connector header. After reinserting the lead and tightening it down, normal measurements were seen.